Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. Fsr replaced the display and updated the device software. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the screen on the avea ventilator was black. The customer advised there was no patient involvement associated with this event.